Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited over-sensed noise leading to pacing inhibition. The noise was reproduced with isometric testing. The lead was capped and replaced on 08 dec 2023. There were no patient consequences.